Event description:
Following a bunionectomy procedure, during a post-op x-ray, it was discovered that a piece of catheter remained in the pt. A second procedure was done to remove the catheter.

Manufacturer narrative:
Device was not returned for investigation.